Event description:
Customer reports receiving a blood glucose result of 121 mg/dl on their freestyle meter, and then began to experience symptoms of hypoglycemia. Customer became cold, began to sweat, and became shaky. Customer was transported to the hospital and upon arrival received a blood glucose result of 52 mg/dl on an unknown brand of meter. Customer was treated intravenously with glucose in order to normalize glucose levels.